Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state only the deployment knob, deployment line and delivery catheter were returned. There was approximately 85.5 cm of deployment line between the hub and deployment knob. The dual lumen was kinked approximately 30 and 84 cm from the hub. The remainder of the device was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The following was reported to gore: patient presented for an axillo-femoral procedure. Also planned was treatment for the femoro-popliteal artery. As reported, patient has peripheral artery disease with pre-existing stents in the femoro-popliteal artery. It is unknown if the target lesion was pre-dilated. A 7fr cook ansel sheath was used to advance a gore® viabahn® endoprosthesis over a .018 nitrex guidewire. The viabahn device was placed at the target lesion and deployment was initiated. However, after about 2 cm of device expansion, the line became stuck and the delivery catheter started bowstringing. The physician was able to pull the partially expanded device back into sheath. The device was withdrawn and a new viabahn device was used to complete the procedure with good outcome. The patient did not experience any adverse consequences.